Event description:
It was reported that the right atrium (ra) lead had impedance of <200 ohms during follow up. However, the patient refused any lead change at time of generator replacement. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.